Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that pump tubing leaking at top of pump segment could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 and lot number 23019108 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked from the top of the pump segment during the pembro infusion. The following information was provided by the initial reporter: "verbatim: pump tubing leaking at top of pump segment. 11 mins into pembro infusion. Leak not noted with ivf (intravenous fluids), only after pembro was infusing."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked from the top of the pump segment during the pembro infusion. The following information was provided by the initial reporter: "verbatim: pump tubing leaking at top of pump segment. 11 mins into pembro infusion. Leak not noted with ivf (intravenous fluids), only after pembro was infusing.".

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch # (B)(4). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.